Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in normal condition following the procedure.

Event description:
It was reported that during the implant procedure, the left ventricular lead micro-dislodged multiple times. The lead also exhibited varying threshold. The lead configuration was changed and the patient was in stable.